Manufacturer narrative:
The distributor replaced the flow sensor. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the flow sensor. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The unit was reportedly alarming 'no expiratory flow sensor'. There was no report of patient involvement.